Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site on (B)(6) 2026. On (B)(6) 2026 during a clinical trial, the patient experienced a skin reaction with itching, inflammation/swelling. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. The patient reported that the left arm and left hand, where the g7 was placed, began to itch on (B)(6)2026. During a visit on (B)(6) 2026, the left arm and left hand appeared very swollen. There was a clear difference in swelling when compared to the right arm. It was documented that there was widespread reaction. No blood or other symptoms were reported. The patient reported discharge at the sensor insertion site on the arm. Upon examination, no discharge or blood was observed by the coordinator. The safety officer was contacted and advised withdrawal of the participant due to significant swelling in the left arm and hand. The sensor was removed immediately to prevent further swelling or potential allergic reactions. The site was sanitized and cleaned with alcohol. The patient was advised to seek medical evaluation for the widespread swelling. Following removal of the sensor, the patient reported no pain or dizziness, only swelling of the arm. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.